Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
The consumer reported dissatisfaction with vision approximately 2 years post bilateral lens implant. According to the consumer, the doctor has performed 2 yag laser procedures on one eye and 1 yag laser procedure on the other eye. The reason for the yag procedures was not provided. This report is for the patient's right eye. Please reference MDR# 2031924-2014-00354 for the patient's left eye.